Event description:
The customer reported experiencing problems with unstable temps during the ablation procedure. The procedure was completed using another generator from another hosp. No pt injury occurred.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for eval. If the generator is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.